Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this recently implanted pacemaker system due the appearance of abnormal intrinsic atrial signals. Upon review, technical services (ts) explained that the amplitude is smaller for some beats, but the device was sensing appropriately. However, review of the presenting egm on the implant date revealed an undersensed p-wave followed by an atrially paced beat with non-capture, as the atrium was already being depolarized. The health care professional (hcp) made a note to assess ra sensitivity at the next clinic visit. This pacemaker system remains in service. No adverse patient effects were reported.